Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: one sample was received for investigation. It came with no packaging flow wrap. A visual inspection was performed. The syringe has the plunger rod-rubber stopper, tip cap, and saline solution. The tip cap has a brown stain in the thread. It is not embedded. It is lubricant from the molding press. The molding press was inspected, and everything looked clean. Also, two photos were provided. One photo shows the sample received with the brown stain on the tip cap thread, and the other photo shows the syringe barrel label. This foreign matter can be induced to the tip cap during the tip cap molding process. It may have happened that after preventive maintenance, the press was lubricated, and cleaning was insufficient. Based on the investigation and sample analysis, the symptom reported by the customer has been confirmed. As a preventive action, during the accountability meeting, the molding coordinator addressed the complaints. Inspections to the molding press after any preventive maintenance are having special attention to these defects. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Root cause description: this foreign matter can be induced to the tip cap during the tip cap molding process. It may have happened that after a preventive maintenance the press was lubricated, and cleaning was insufficient. Rationale: CAPA not required at this time.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe had foreign matter. This was discovered before use. The following information was provided by the initial reporter: material no.: 306546 batch no.: 0083249. It was reported that there was a brown film on the luer/cap area.